Event description:
This report is to advise of an event observed during analysis. Burn marks to the main pcb were revealed during analysis. There were no reported adverse patient consequences related to the event.